Event description:
On (B)(6) 2012, at (B)(6), quadrox-I vkmo 50000 (lot number unknown) had oxygenation issues. The oxygenator used for bypass oxygenated fine during the first run but when pulsatile flow was initiated the oxygenation performance was less than desired. The perfusionist turned off the pulsatile flow which helped but it was still less than optimal oxygenation. They were able to finish the second pump run of 145 minutes but the perfusionist was concerned about the performance of the product. The ventilation had to be doubled up in order to achieve an optimal oxygenation level. The device was not replaced during the procedure and there was no patient impact. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device, maquet cardiopulmonary (B)(4). The sample was discarded by the user and hence no evaluation was able to be performed. (B)(4).